Event description:
It was reported by a field service tech that there was a run-on condition with the handpiece while the equipment was being tested. There was no pt involvement. There were no adverse consequences reported as a result of this event.

Manufacturer narrative:
The handpiece was received at the MFR for service and eval, and the reported condition of the device running on its own was duplicated. Corrosion was identified in the device. Based on the investigation details, the likely cause was problems with the rear motor assembly and large bearings, which were each replaced along with other components.